Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Manufacturer report number: 3006705815-2019-04894, 3006705815-2019-04895. It was reported the patient experienced a car accident and the system migrated. As a result, the patient underwent surgical intervention wherein the ipg and leads were explanted and replaced. Effective therapy was restored post operatively.